Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the battery door was cracked, the right case was cracked by the upper screw hole, and the bottom case was dirty. A review of the event history log identified syringe plunger not in place in the history. Functional testing was performed using the occlusion test and the reported issue was duplicated. The plunger cable was making intermittent connection. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger cable. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited plunger not in place. No patient injury was reported.